Manufacturer narrative:
Section d10: concomitant products: three peg patella 29mm (cat# 200-02-29 / serial# (B)(6). Cemented trap tib tray sz 1df/1t (cat# 204-06-11 / serial# (B)(6). Stem extension 120l x10 mm (cat# 204-30-12 / serial# (B)(6). Stem extension 120l x12 mm (cat# 204-32-12 / serial# (B)(6). Cc femoral sz 1d, 1 (cat# 208-01-01 / serial# (B)(6). Cc distal fem augment sz 1, 5mm (cat# 208-05-01 / serial# (B)(6). Cc distal fem augment sz 1, 5mm (cat# 208-05-01 / serial# (B)(6). Cc stem ext adaptor 2 degree (cat# 208-09-02 / serial# (B)(6) . Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately ten years post initial tka, the patient had a polyethylene exchanged on an optetrak cc knee. Images and x-rays received. No patient information provided.

Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.